Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, and "patient's concern with the product." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease folds, white particles calcification-like in the device outer surface, and wear/abrasion. A leak test was performed which identified no leakage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was no observations found related with the complaint reported by the physician.

Event description:
Device has been explanted.